Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used. (B)(4).

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor alarmed multiple lost sensor errors. Customer's blood glucose at the time of the incident was 188 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is expected to return.